Manufacturer narrative:
Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(4)); sigphandle, sig power sigphandle handle (sn:(B)(4)); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter. During video assisted thoracoscopic lobectomy surgery. When transecting the parenchyma. The surgeon was able to use the handle with the adapter for 2/3 firings. When tried to divide the parenchyma using the purple reload. The reload was closed in the tissue and the green button was pressed. The stapler was able to enter firing mode but when the joystick was pressed to fire. The blade was not deployed and the articulation joint a part of metal was visible. The jaws could be opened but the reload could not be disarticulated. The adapter was removed from the handle and the two green buttons were pressed in order to reset the device but the surgeon still was unable to disarticulate the reload. The reload was stuck in the shaft and cannot articulate to the center position to unload. It was also noted that the tissue was not too thick. To complete the surgery. Another adapter and purple reload of the same lot was opened then the same handle was used to complete the transection. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted the images depict the articulation joint was broken and the video shows the articulation joint was broken with difficultly to straighten and close. The reload was received attached to the adapter, there was a slight gap between the reload and adapter connection. The jaws were open, and the reload was not fired. The laminates were herniated out of the right side of the reload. Functionally, the adapter was taken apart to remove the reload. It was reported that the device did not fire and was difficult to unload. Also, the articulation joint was broken and the articulating device experienced difficulty in straightening or aligning distal end to the neutral position. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.